Manufacturer narrative:
This electrode was analyzed upon receipt from the field. During analysis, microscopic visual inspection noted a fissure in the adhesive just distal to the sense b electrode. The adhesive is used to secure and seal the electrode following insertion of the conductors during the manufacturing process. Resistance testing confirmed the electrode was electrically continuous and the conductor coil inner insulation was intact. Although a fissure was noted in the adhesive, laboratory analysis concluded that it would not have impacted the electrical performance of the electrode. Patient code 3191 used to address the surgical intervention that was undertaken. Corrections were made to field b5: describe event or problem.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing due to a morphology change. Several inappropriate shocks were delivered as a result. The system was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. (B)(4).

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an unspecified product performance issue. Surgical intervention was undertaken to explant and replace the products. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.